Event description:
It was reported that the patient had not charged in a while and that it was hurting to try and recharge. The patient fell around (B)(6) 2011 and the device had not been working the same ever since and wondered if she pulled something. She had an appointment next thursday, (B)(6) 2012 to see her physician. It was also reported a loss of therapeutic effect. The patient's legs were hurting "so bad." Things had not been working well since a fall. The patient had to charge more often and had a tingling feeling on the "round thing," which was not a shock just uncomfortable. The patient had been without stimulation for one week. Her implant site was what hurt when she moved the recharger antenna head around and had also been hurting for the last week. The patient did not believe she had a fever or an infection. She felt like the device was turning inside and was more aware of its presence. It was also reported that the patient was having coupling and/or communication issues. It was suspected the device was overdischarged. The last successful recharging session was 1 to 2 months ago and the last time stimulation was felt was a week ago. Additional information received reported the patient was having telemetry issues. The last time any stimulation was felt by the patient was two weeks ago and the last successful recharging session was 1 month ago. While the patient was able to "recharge" and the battery was at least half, she was looking at the recharger battery status not the device battery status. The patient fell 3 weeks ago and since then stimulation had not been the same. Additional information received reported the patient saw her physician today. The patient could not get stimulation going again and could not deal with the pain. The battery had gone completely dead. The programmer and recharge were not connecting and the patient had not charged her implant in about month. The patient had another physician's appointment on wednesday. Additional information received reported patient was having telemetry issues. A device overdischarge was suspected. The last time any stimulation was felt was about one month ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777, lot# v016550, implanted: (B)(6) 2007, product type lead; product ID 3777, lot# v016550, implanted: (B)(6) 2007,: product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).